Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter stated that the up arrow keypad button did not respond to user presses appropriately. It was also reported that the pump keypad cover was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump found some cosmetic damages. The keypad cover was peeling. The pump powered up to the verify screen with the appropriate audible and vibratory functions. The ¿up¿ button responded intermittently. Removal of the keypad cover found the contrast button contact missing and contamination was found under the ¿up¿ and ¿down¿ button contacts. In addition, the bolus button cover was torn while the button responded properly. Unrelated to the button issues, the battery compartment was cracked and the verify screen was dim and discolored.